Manufacturer narrative:
The atrial setscrew (screw thread) problem was confirmed. Debris such as epoxy chips and powdered epoxy from a cutting or drilling process were in the setscrew and connector block threads. Titanium metal particles were in the connector block threads. Metal burrs hanging from and broken off of the connector block threads appear to be the remains from the manufacturing process. This debris caused the setscrew to become stuck in the connector block.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead replacement (non-sjm leads), the ra set screws on the device header could not be loosened. The device was explanted and replaced. The patient's condition is fine after the event.